Manufacturer narrative:
The button error alarm and no button response were due to moisture damage to the keypad traces. The insulin pump was received with scratched lcd window, cracked display window corners, battery tube threads, and cracked reservoir tube lip. The displacement test was unable to be performed due to keypad anomaly.

Event description:
It was reported that the insulin pump alarmed button error. The customer's blood glucose was unknown. The discontinuation of the device was advised. Nothing further was reported.